Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 46 mg/dl when paramedics arrived. Customer stated that she has been experiencing low blood glucose for several years. Customer stated that she stepped into a pile of fire ants and took two benadryl for the ant bites. Customer stated that she had a panic attack, could not breath and the blood glucose dropped. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.